Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens. A log review was performed, and the device was tested via the power up process. The reported error was not able to be duplicated and the cause of the issue was unable to be determined. The printed circuit board was replaced as a preventive maintenance.

Event description:
It was reported that there was an upstream occlusion. No patient injury or complications were reported in relation to this event.